Event description:
An aus device was implanted in 1987, day not provided. A revision surgery was performed in 1996, day not provided, due to disconnected tubes. It is uncertain which, if any, components were revised. Unable to obtain add'l info.